Event description:
It was reported that two patients sustained scarring and hypopigmentation to the face following treatment with a lumenis ultrapulse laser.

Manufacturer narrative:
An on-site examination of the subject device by a lumenis technical subject matter expert concluded the device performed to manufacture specifications. No related device malfunction was reported or observed. A review of the reported event details by a medical subject matter expert concluded the probable root cause to be operator failure to follow instructions while performing the procedure in contradiction to training.

Manufacturer narrative:
An on-site examination of the subject device by a lumenis technical subject matter expert concluded the device performed to manufacture specifications. No related device malfunction was reported or observed. A review of the reported event details by a medical subject matter expert concluded the probably root cause to be operator failure to follow instructions while performing the procedure in contradiction to training.

Event description:
It was reported that two patients sustained scarring and hypopigmentation to the face following treatment with a lumenis ultrapulse laser.